Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Ultimately, the customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer.